Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, brown particles inside of the device. Leak test was performed, and found opening on radius side. A microscopic analysis was performed which identify, a striated edge broken on radius. Based on the device analysis, the final assessment is: a striated edge opening on radius side assessed, as surgical damage.